Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence and surgical intervention. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with bard/davol ventralex st hernia patch and bard/davol sepramesh ip mesh to repair a hernia on (B)(6) 2014. It is alleged that the patient experienced severe pain and suffering, necessitating a mesh removal and revision surgery on (B)(6) 2019. The patient suffered severe complications following surgeries including abdominal pain, gastrointestinal malfunction, grotesque swelling, and hernia recurrence. The patient had permanent injuries and impairments, including scarring, disfigurement, chronic pain, and such further and other injuries. It is alleged that the patient experienced permanent physical disability, loss of physical, mental and emotional health, sustained certain special damages and had medical treatment. It is also alleged that the device was defective.